Event description:
It was reported via repair work order that the head section could not lock in place and hold weight possibly due to kinked head piece. The stryker technician could not duplicate issue, but lubricated the head piece as a precautionary action. The unit was returned to the customer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.